Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital due to unrelated problems. The implantable cardioverter defibrillator programming was changed. The patient had some metabolic instability and premature ventricular contractions. Due to inappropriate programming, it led to torsades. The device successfully treated the patient. The device was reprogrammed. The patient¿s rhythm was controlled and patient was in fair condition.